Manufacturer narrative:
(B)(4). Evaluation summary: baxter received one sample containing approximately no solution in the reservoir. The distal luer was not returned with the unit for evaluation. Visual examination confirmed the reported condition of distal luer broken at the junction of the luer post. Based on the evaluation, broken/cracked luer near the base of the stem is due to stress from the packaging design. No repair was done, as this is a single-use device which will be discarded. No other observations were noted on the sample.

Event description:
The facility reported via phone that an intermate had the white flow restrictor break completely off of the tubing before patient use. The device was filled with a solution of vancomycin. This condition has the potential to interrupt therapy or breach the sterile fluid pathway. There was no patient involvement; therefore, no patient injury, medical intervention, or adverse reaction is associated with the reported condition. No additional information is available.

Manufacturer narrative:
(B)(4). A request for the return of the device has been made. Should the device be received by baxter for evaluation, a follow-up report will be filed upon completion of an evaluation or if any additional information becomes available. The batch review revealed that all of the acceptance criteria were met to release the lot. There were no nonconformances, failures, rework, or deviations related to the lot.